Manufacturer narrative:
(B)(4). Device evaluation summary: actual complaint sample can't be returned. Manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. The device history records reviewed, and no issue found.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and suture was used. The suture was broken when ligating hernia sac with thread during the procedure. The tension of suture was questioned. Changed to another like device to complete the procedure. There was no patient consequence reported. No additional information could be provided.